Event description:
A report received from the USA stated an 840 ventilator experienced a safe state test (kp0120) device alert; which placed the proportional solenoid and exhalation valves into a safe state verifying they cannot be commanded. It is unknown if there was patient involvement at the time of the event.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the breath delivery (bd) central processing unit (cpu). The device passed performance verification testing (pvt) according to manufacture specifications. (B)(4).